Manufacturer narrative:
Physio control evaluated the device and verified the reported failure. Physio replaced the therapy board pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the returned assembly and determined that root cause for the reported incident was a shorted capacitor, designator c77.

Event description:
It was reported that the device was displaying a svc indicator with error code 63c2, causing the device to be inoperable. There was no pt use associated with this event.